Manufacturer narrative:
Section a3b, a4, a5: unknown; information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed and replaced in same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed and replaced in same procedure. Section e1: title, email address, address, state, post office or zip code: unknown, information not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) haptic was broken, which was identified after full implantation during a procedure. The lens was removed and replaced during the same procedure with another iol of the same model and diopter. No patient injury was reported, and no surgical or medical interventions were required. The patient¿s outcome or status is unknown. The product, which had contact with the patient, was discarded and will not be returned. No further information is available.